Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason for the ins turning off was due to it having low battery. The replacement of the recharger resolved the issue. The patient's weight is (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's ins turned off. The patient stated that they had recharged the ins with full coupling 3-4 days prior to the day of the report. The patient was unable to connect with the ins and had poor coupling the day of the report. It was noted that the ins recharger (insr) was able to charge and that the desktop charger connector pin was intact. The patient stated that there have been no falls/trauma, and that they always charge against bare skin but do not use adhesive discs or belt. The patient also stated that when the remove the antenna from the implant site it pulls there skin off. It was recommended that the patient use a belt while recharging. No further complications were reported. Follow-up was conducted with the patient.